Event description:
An incident occurred during a valve placement procedure where one of the delivery catheter's wings broke off in the patient. The wing was located and removed from the patient. The following device deficiency was not associated with an adverse event.